Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during surgery, a guide wire broke inside the drill bit, becoming clogged with the nail and bone. It was cleaned, but neither could be removed. Additionally, a certified referral arrived with a missing plate for the 2.7-3.5 distal posterolateral fibula. The surgery was successful; another guide wire and drill bit were used. There were no delays or discomfort for the specialist. There was no patient consequences.